Event description:
A malfunction code was reported by the customer, but there were no notable events prior to its occurrence. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to reach out if the issue returned.